Manufacturer narrative:
The reported event was lead dislodgement due to twiddler¿s syndrome. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend.

Event description:
Related manufacturer reference number: 2017865-2021-36126, 2017865-2021-36127. It was reported that the patient presented remotely via merlin.net. Remote transmission revealed inappropriate shock from right ventricular (rv) lead. The rv lead and the right atrial (ra) lead had been dislodged due to the patient twiddling with the implantable cardioverter defibrillator (ICD) and leads. An x-ray was performed to confirm the dislodgement. The physician elected to explant the ICD, rv lead, and ra lead. The patient condition was stable.